Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Correction to suspect medical device serial #.

Event description:
A family member reported that the patient was admitted to the hospital with blood glucose (bg) of 764mg/dl with ketones and emesis. The patient reportedly was placed on insulin drip and her bg was at 96mg/dl. The pump was removed upon admission. The family member stated that there were several call service alarms which did not clear. Customer support was unable to review the pump due to call service alarms. This report is being made due to the patient's alleged hyperglycemic event while on insulin pump therapy.